Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens iol in the left eye. Postoperatively, the lens vaulted in a z-configuration and was explanted and replaced with a different lens model. Additional information has been requested.